Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during an open lobectomy, the blade was broken off outside the patient when a scrub nurse wiped the blade with wet gauze. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. The device was discarded by the hospital. No device will be returning.